Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. After nine days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.